Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The event date listed is an approximate date. (B)(4).

Event description:
It was reported that the patient's portable cardiac monitor showed intermittent loss of capture from the right ventricular (rv) lead. The patient experienced intermittent episodes of syncope. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.